Manufacturer narrative:
The reported events of seroma-late and lymphoma-alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details is not available. Reason for reoperation: suspicion of lymphoma-alcl and "toxic liquid". These are known potential adverse events addressed in the product labeling.

Event description:
Patient reports "stage two lymphoma". Patient also experienced "crippling pain and endless health problems, unwell escalating in rapid weight loss, hair loss, blindness and [patient's] arms were so sore [patient] could barely lift them, and had toxic liquid removed from [patient's] left breast". This record is for the left side. The device has been explanted. Histopathological markers were not provided.